Event description:
It was reported that the cartridge was cracked and leaking from the cartridge tubing. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer performed a supply change to address the elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.